Event description:
A surgeon reported that their patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear during phacoemulsification. No add'l complications and/or medical interventions were reported.

Manufacturer narrative:
The investigation into the anterior capsule tear reported by the surgeon has not yielded any add'l info to date. The system database, system optical coherence tomography (oct) recording, video display recording, and the operating room surgical video were unavailable for the analysis as the patient was not identified. The cause(s) of the anterior capsule tear is unk at this time.